Event description:
Rn (registered nurse) opened a bd plasti-pak 3 ml luer lock sterile syringe, lot 3121510, for use with a patient. A dark particle that looked like mold was noted inside the syringe where the needle connects to the syringe. Syringe was saved. Packaging was not saved. Manufacturer response for bd 3 ml syringe, bd plastipak 3ml luer lock syringe (per site reporter). Medline notified. No response yet.